Event description:
Problem #1. Needle does not always seal with syringe allowing drug to leak out. In one case needle and syringe separated spraying drug on the nurse and pt. Problem #2. Plunger tip does not fit square thus not allowing an accurate measurement of drug especially with small doses.